Event description:
It was reported that the arctic sun device had been alerting low flow and flow interrupted then therapy stopped. They checked all connections and replaced pads while paging. Now received high patient temperature alert. While on the phone device began alerting low flow again. Target temperature was 36c, patient temperature was 41.4c , flow rate was 1.8 lpm, water temperature was 9c. Mis walked through disconnect, reconnect holding nowhere near clear connectors and verify audible clicks. Flow rate continued to jump around and device alert low flow. System diagnostics were outlet monitor temperature (t1) was 9.4c, outlet control temperature (t2) was 9.2c, inlet temperature (t3) was 13c, chiller temperature (t4) was 5.9c, water flow rate was 1.5 lpm, inlet pressure was -8 psi, circulation pump command was 100 percent, mixing pump command was 100 percent, heater was 0, water reservoir level was 4, system hours was 4612.2, pump hours was 3705.5. They did not have another device available for use. Mis explained circulation pump appeared to be going on. Device would be unable to circulate cold water. Need to send to biomed for evaluation and find an alternate method for cooling the patient. Per phone follow-up on 31jan2023, nurse stated that there was no patient injuries and they continued therapy on patient since the device was cooling intermittently. After therapy the device was sent to biomed.

Manufacturer narrative:
The reported issue was inconclusive. The root cause of the reported issue could not be determined. A potential root cause is outlet water temperature regulation error due to mixing pump failure. However this cannot be confirmed. They checked all connections and replaced pads while paging. Now received high patient temperature alert. While on the phone device began alerting low flow again. Target temperature was 36c, patient temperature was 41.4c, flow rate was 1.8 lpm, water temperature was 9c. Mis walked through disconnect, reconnect holding nowhere near clear connectors and verify audible clicks. Flow rate continued to jump around and device alert low flow. System diagnostics were outlet monitor temperature (t1) was 9.4c, outlet control temperature (t2) was 9.2c, inlet temperature (t3) was 13c, chiller temperature (t4) was 5.9c, water flow rate was 1.5 lpm, inlet pressure was -8 psi. Circulation pump command was 100 percent, mixing pump command was 100 percent, heater was 0, water reservoir level was 4, system hours was 4612.2, pump hours was 3705.5. They did not have another device available for use. Mis explained circulation pump appeared to be going on. Device would be unable to circulate cold water. Need to send to biomed for evaluation and find an alternate method for cooling the patient. Per additional information received, nurse stated that there was no patient injuries and they continued therapy on patient since the device was cooling intermittently. After therapy the device was sent to biomed. All good faith attempts have been made to obtain additional information. The outcome of the repair cannot be determined at this time. In the event that information regarding the outcome of the repair and the status of the device is received, this record will be reopened to update the investigation. DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The instructions for use were found adequate and state the following: "preventative maintenance: use of the arctic sun® 5000 temperature management system in excess of 2,000 hours, without conducting preventative maintenance, may result in failure of certain system components and failure of the system to function as intended. To maintain system performance, the arctic sun® 5000 temperature management system requires periodic service of key components." H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the device was not returned.

Event description:
It was reported that the arctic sun device had been alerting low flow and flow interrupted then therapy stopped. They checked all connections and replaced pads while paging. Now received high patient temperature alert. While on the phone device began alerting low flow again. Target temperature was 36c, patient temperature was 41.4c, flow rate was 1.8 lpm, water temperature was 9c. Mis walked through disconnect, reconnect holding nowhere near clear connectors and verify audible clicks. Flow rate continued to jump around and device alert low flow. System diagnostics were outlet monitor temperature (t1) was 9.4c, outlet control temperature (t2) was 9.2c, inlet temperature (t3) was 13c, chiller temperature (t4) was 5.9c, water flow rate was 1.5 lpm, inlet pressure was -8 psi, circulation pump command was 100 percent, mixing pump command was 100 percent, heater was 0, water reservoir level was 4, system hours was 4612.2, pump hours was 3705.5. They did not have another device available for use. Mis explained circulation pump appeared to be going on. Device would be unable to circulate cold water. Need to send to biomed for evaluation and find an alternate method for cooling the patient. Per phone follow-up on (B)(6) 2023, nurse stated that there was no patient injuries and they continued therapy on patient since the device was cooling intermittently. After therapy the device was sent to biomed.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.